Manufacturer narrative:
Product analysis: the curette score line was broken. There was no other issue observed. The device failed as intended by design. The score line is designed to separate when the physician rotates the handle and exceeds a predetermined torque value. Separation at the score line limits the amount of torque applied to the distal end of the curette, which minimizes the likelihood of a device failure to occur, such as the bending or breaking of distal tip. This is consistent with exceeding the design limits of the instrument. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: product image was reviewed which displayed broken instrument shaft, with the fracture at the designed overload score line.

Event description:
Pre-op diagnosis: primary osteoporosis procedure: balloon kyphoplasty(bkp) type of fracture: intravertebral clefts levels implanted: it was reported that during surgery, the curette with the t-tip was not working. The surgeon gripped the handle and found that its bending function no longer was working. The surgeon stopped using the instrument and the procedure was completed without any problem. The product broke and it came in contact with the patient. No patient complications were reported as a result of the event.